Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. The insulin pump was was received with cracked battery tube threads, cracked case along the side of the battery tube and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the damage part on the insulin pump was broken. Customer's blood glucose value was unknown at the time of the incident. The insulin pump was returned for analysis.